Event description:
The customer reported that the side-firing fiber was noticed to have commenced forward firing at 49,595 joules during a prostate procedure. It was reported that the fiber had been primarily used for vaporization and that the customer had observed the safety (fiberlife) message repeatedly prior to the forward firing. The procedure was completed with a second fiber. No patient injury was reported.

Manufacturer narrative:
(B)(4) refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.